Event description:
It was reported that during implant, lead impedance was normal. After incision closed, lead impedance was too high. The lead was replaced. No patient complications were reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B) (4) no anomalies were found during analysis; the proximal conductor is distorted, damage at implant.